Event description:
Pt on specialty bed since 12/22/97 due to decubitus ulcer on left buttock. All side rails in up position when pt attempted to get out of bed around side rail and fell. Pt's right buttock landed on metal hook attached to lower frame of bed. Pt sustained a soft tissue injury as hook entered buttock when pt fell on it. Hook had to be removed first from the bed to be able to remove it from the pt. Gastrografin enema done to rule out rectal injury. No rectal injury sustained.